Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Date of event is an approximation. On (B)(6) 2024 around 4pm the patient began experiencing dizziness, blurry vision, and lost consciousness after not being alerted for hypoglycemia. Her husband called an ambulance, the paramedics took a blood glucose reading which was 34 mg/dl and she experienced low blood pressure. The patient was taken to the emergency room. She was admitted to the intensive care unit for 2 and a half days. It was documented that the patient was treated with oral ¿sugar water¿ and no other medication was reported. At the time of the report the patient was weak but oriented. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.